Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specification range. Unable to confirm battery anomalies due to constant critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image alarm on the screen. No harm requiring medical intervention was reported. The customer received an error when changed the battery and was not stop alarming even with new battery, told her to check manual now picture of insulin pump with a user guide. Customer was declined to troubleshooting for battery updated email, number and address on account. The device will be returned for analysis.